Event description:
Patient reported, left side "pain, rupture. And removed the implants, because of the recall". Device has been explanted.

Event description:
Patient reported pain, rupture and "removed the implants because of the recall". Device has been explanted on the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the photographs identified red particle materials on the shell, an opening on the posterior side, creases and red encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain, rupture and "removed the implants because of the recall". Device has been explanted on the left side.